Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was detached. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. It should be reported that the patient inserted the sensor in his arm. Labeling states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.